Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The carrier board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen went black. The clinician reportedly switched to manual mode of ventilation to ventilate the patient. There was no reported patient injury.